Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was 500 mg/dl at the time of the incident. Customer was treated with bolus and injection. Customer did not alleged that the insulin pump was under delivering. Customer was neither in emergency room, nor admitted into hospital, nor was in emergency medical service dispatched as a result of high blood glucose levels. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that drive support cap was normal. The device will not be returned for analysis.